Manufacturer narrative:
All of the buttons functioned properly and no damage to the keypad assembly or unlocked keypad connector was noted. The drive support disk was inspected and no anomaly was noted. The bolus wizard functioned properly. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her sensor did not alert her to her low blood glucose level. Her blood glucose at the time of incident was 42 mg/dl. Troubleshooting for low blood glucose was declined but the customer stated that her insulin pump was replaced three months ago and that her blood glucose has been running high ever since. She has been treating her highs with back injections and with the insulin pump itself. Troubleshooting was initiated for high blood glucose. Customer then stated that she has not dropped the pump but that a button on her keypad has been unresponsive. The insulin pump was returned for analysis and a replacement device has been shipped to the customer.